Event description:
A product issue has been reported with our artiste mv sa linear accelerator with therapist 4.1. In the abundance of caution this issue is being reported. The 15 degree wedges used in patient treatment plans (rtt 4.1) were removed and the un-wedged beams were used for a treatment fraction. Only one fraction of treatment was delivered without the wedge. There was no injury reported. Initial risk analysis is complete. Initial corrective action decision is complete.

Manufacturer narrative:
Preliminary risk assessment indicates a severity: three (critical) reason: a potential mistreatment of patient that leads to serious injury. Probability: e (probable) - also happens to siemens only environments / moving patients between linacs. The risk management team recommends the following action(s): a safety advisory letter has to be sent to affected customers.